Event description:
Patient was admitted to ICU from ER 1/5/93 10 a.m. Post cardiac arrest at home. Patient had been found to be in ventricular fibrillation in the field and was resuscitated. Patient admitted to ICU unconscious. Patient had permanent pacemaker. Nursing notes indicate sinus tachycardia on admission and "100% ventricular pacing throughout 11 p.m. - 7 a.m. Shift 1-6/93 6:15 a.m. Loss of sensing with r on t and patient went into ventricular tachycardia. Cardiologist and pacemaker representative unable to interrogate pacemaker. Temporary pacemaker inserted. Patient to or for permanent pacemaker replacement. Patient required continuous ventilatory and hemodynamic support from admission. Patient never regained consciousness. Family requested discontinuation of life support. Patient expired 1-10/93device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: foreign material contamination, other, other. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.